Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received critical pump error alarm and serial flash error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a red x on the display. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 50. The format history file analysis confirmed the pump error 50. Unable to perform the displacement, rewind, seating and basic occlusion due the critical pump error. The pump was received with a scratched case.